Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing some shocking discomfort across the back. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the boston scientific device did not contribute to the shocking discomfort experienced by the patient.

Event description:
A report was received that the patient was experiencing some shocking discomfort across the back. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-9208-15e serial #: (B)(4) description: scs s8 adapter trial, 15cm.

Event description:
A report was received that the patient was experiencing some shocking discomfort across the back. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.